Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened when establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) was advanced to the mitral valve and grasping was performed; however, while establishing final arm angle (efaa), the clip opened. It was noted that the clip was not locked at 60 degrees. The clip was retracted back to the left atrium. Efaa was performed again, and successful. The leaflets were grasped and the clip was locked at 60 degrees, but again opened while efaa was performed. The clip was not implanted and the cds was removed and replaced. Tow clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported mechanical issue of the clip opening while locked was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. It was reported that the user failed to locked the clip when testing for final arm angle. The mitraclip instructions for use (IFU) states: failure to lock the clip may result in loss of leaflet capture and insertion; however, the IFU deviation did not likely contribute to the reported mechanical issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.